Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.

Event description:
This is the second report of two concerning the same patient (see mfg report number 3004608878-2014-00151). This report concerns the patient's left foot. It was reported that 'the patient underwent bioblock implant surgery on his left foot on (B)(6) 2009. He experienced pain and discomfort in his left foot, similar to what he had experienced in his right foot. On (B)(6) 2012, he had surgery for removal of painful hardware that remained in his left foot due to the breakdown of the integra implant. During the surgery, "significant" reactive tissues surrounding small fragments of hardware were found and removed to the extent possible, with an effort made not to disturb the interosseous ligaments. The patient underwent a second surgery on his left foot on (B)(6) 2013. During that surgery, the surgeon removed at least 18 pieces of the fragmented implant from his left foot. The patient had a follow-up visit with the surgeon recently because his left foot was extremely painful. He is walking with the use of a cane. He underwent an MRI in (B)(6) 2013 so the surgeon could determine whether he should have a bone fusion. The surgeon determined further surgical intervention will not alleviate his pain and discomfort.